Event description:
It was reported that during a da vinci s partial nephrectomy procedure, the fenestrated bipolar forceps instrument bipolar cable was noted to be difficult to connect and disconnect, just like if electrodes were too big. The surgical staff was used to this instrument and took care of it the same way each time. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the bipolar cable was difficult to connect and disconnect from the instrument. Both the pin and insert was missing; most likely due to difficult to remove and broke off when pulling off with force. Pins were broken off from the conductor wires, therefore failed electronic continuity testing. Engineering also found the distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the main tube. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.